Manufacturer narrative:
The quality investigation is complete. Device not available for return.

Event description:
It was reported that during a procedure, the bur broke at the tip. The tip was implanted in the patients bone. Attempts were made to remove the bur tip from the bone, but retrieval would have resulted in damage to the bone. Therefore, the tip remained implanted in the bone. There was no clinically significant delay to the procedure; no adverse consequences or medical intervention were reported.